Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting, perforation of multiple filter struts outside the wall of the inferior vena cava (ivc) and migration. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without post implant images or procedural films for review, the reported filter tilt, migration, and perforation could not be confirmed, nor a cause determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting, perforation of multiple filter struts outside the wall of the inferior vena cava (ivc) and migration. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting, perforation of multiple filter struts outside the wall of the inferior vena cava (ivc) and migration. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Per the implant records, the patient was found to have a preoperative diagnosis of deep vein thrombosis (dvt), pulmonary embolism (pe) a possible hypercoagulable state, obesity and history of previous pe and dvt. Bilateral groins were prepped and draped in a normal sterile fashion. The left common femoral vein was accessed using a needle, and using sterile seldinger technique, a wire was then advanced over the needle into the left iliac vein and into the ivc under fluoroscopy. A dilator with sheath was placed over the wire under fluoroscopy and the l2-3 vertebral body space was identified; the sheath was positioned at this level. The trapease filter was then advanced and deployed under fluoroscopy at the l2-3 vertebral body space. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately a year and six months after the filter implantation. The patient reports ivc perforation, filter migration and tilting, and that a computed tomography (CT) scan of the trapease filter also reported tilting, perforation and migration. These injuries have caused emotional distress, mental anguish, anxiety and stress.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting, perforation of multiple filter struts outside the wall of the inferior vena cava (ivc) and migration. The patient reported becoming aware of ivc perforation, filter migration and tilting, as indicated by a computed tomography (CT) scan, approximately one year and six months post implant. The patient also reported emotional distress, mental anguish, anxiety and stress related to these events. According to the implant record the indication for the filter was deep vein thrombosis (dvt), pulmonary embolism (pe) a possible hypercoagulable state, obesity and history of previous pe and dvt. The filter was placed via the left common femoral vein and deployed at the l2-l3 vertebral body space. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without post implant images or procedural films for review, the reported filter tilt, migration, and perforation could not be confirmed, nor a cause determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.